Manufacturer narrative:
Siemens dispatched a customer service engineer (cse) to the customer site. The siemens cse inspected the dimension exl 200 system and noted the leak caused smoke to emit from the reagent probe (r1) motor on the pump panel assembly. The cse replaced the motor and pump panel and resolved the issue. Siemens concluded that the leaking sample probe cleaner (spc) tubing was the potential cause for the smoke coming from the r1 motor. The system is performing according to specifications. No further evaluation of the device was required.

Event description:
The customer reported that the sample probe cleaner (spc) leaked onto a motor component of the dimension exl 200 system and smoke emitted from the system. Siemens is informed that the customer turned the system off to clean the system's component, and replace a damaged tubing. The customer noted that the instrument was operational post maintenance. The customer informed that no one from the staff was injured or harmed due to the event, and there were no visible flames or damage to property. There are no known reports of adverse health consequences due to the smoke emitted from the system.